Event description:
Following an atrial fibrillation procedure, a pericardial effusion was noted via transesophageal echo . A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.